Event description:
It was reported that the patient called boston scientific technical services (ts) for assistance reconnecting their patient mobile monitor (pmm). Ts reviewed latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, ts referred the patient to the clinic. Additional information was received indicating the patient was checked at the clinic, and it was confirmed the reported connection issue had occurred due to the device being at eos battery status. The physicians are still deciding if the icm device will be replaced in the future. A request was made to have data from this icm device analyzed. Engineering analysis of icm device data indicates the battery voltage began dropping rapidly a few days before de eos condition occurred. The root cause of the reported issue is unknown at this time. No adverse patient effects were reported. This icm device remains implanted at this time.

Event description:
It was reported that the patient called boston scientific technical services (ts) for assistance reconnecting their patient mobile monitor (pmm). Ts reviewed latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, ts referred the patient to the clinic. Additional information was received indicating the patient was checked at the clinic, and it was confirmed the reported connection issue had occurred due to the device being at eos battery status. The physicians are still deciding if the icm device will be replaced in the future. A request was made to have data from this icm device analyzed. Engineering analysis of icm device data indicates the battery voltage began dropping rapidly a few days before de eos condition occurred. The root cause of the reported issue is unknown at this time. Additional information was received indicating the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device due to the initially reported issue. No adverse patient effects were reported. The explanted icm device is expected to be returned for analysis.

Event description:
It was reported that the patient called boston scientific technical services (ts) for assistance reconnecting their patient mobile monitor (pmm). Ts reviewed latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, ts referred the patient to the clinic. Additional information was received indicating the patient was checked at the clinic, and it was confirmed the reported connection issue had occurred due to the device being at eos battery status. The physicians are still deciding if the icm device will be replaced in the future. A request was made to have data from this icm device analyzed. Analysis is ongoing at this time. No adverse patient effects were reported. This icm device remains implanted at this time.